Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("migration and perforation / migrate out of fallopian tube / left essure device protruding from the left cornua") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstruation irregular ("menstrual issues"). The patient was treated with surgery (laparoscopic bilateral tubal ligation with filshie clips and removal of the left essure device). At the time of the report, the fallopian tube perforation, device dislocation and menstruation irregular outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and menstruation irregular to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus / perforation (uterus)'), fallopian tube perforation ('perforation') and embedded device ('migration and perforation / migrate out of fallopian tube / left essure device protruding from the left cornua2018-') in a 24-year-old female patient who had essure (batch no. 151772-not valid, b97487) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plantiff did not undergo essure confirmation test". The patient's medical history included ovarian cyst, multigravida (total number of pregnancies: 5), parity 2 ((B)(6) 2012,(B)(6) 2014) and miscarriage of pregnancy. Concomitant products included ibuprofen and vortioxetine hydrobromide (trintellix). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient was found to have weight decreased ("weight loss"), 1 month 27 days after insertion of essure. In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), rash ("rashes or skin conditions type: rashes"), anaemia ("blood or heart disorder/condition type: anemia") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("menstrual issues"), alopecia ("hair loss") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (surgical removal of coil (s) - laparoscopic removal c left side only) and laparoscopic bilateral tubal ligation with filshie clips and removal of the left essure device). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, pregnancy with contraceptive device, menstruation irregular, vaginal infection, rash, anaemia, vaginal discharge and weight increased outcome was unknown, the mood swings, depression, anxiety, migraine, dysmenorrhoea, dyspareunia and weight decreased had not resolved and the vaginal haemorrhage, menorrhagia, fatigue, alopecia and hypersensitivity had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, menstruation irregular, migraine, mood swings, pregnancy with contraceptive device, rash, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 130 lbs. Tubal ligation done. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Lot number 151772 is not valid. Lot number: b97487, manufacturing date: 2013-11, expiration date: 2016-11 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus / perforation (uterus)'), fallopian tube perforation ('perforation') and embedded device ('migration and perforation / migrate out of fallopian tube / left essure device protruding from the left cornua2018-') in a 26-year-old female patient who had essure (batch no. 151772-not valid, b97487) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plantiff did not undergo essure confirmation test". The patient's medical history included ovarian cyst, multigravida (total number of pregnancies: 5), parity 2 ((B)(6) 2012, (B)(6) 2014), miscarriage of pregnancy and vaginal delivery. Concomitant products included ibuprofen and vortioxetine hydrobromide (trintellix). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), rash ("rashes or skin conditions type: rashes"), anaemia ("blood or heart disorder/condition type: anemia") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, 1 year 8 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("menstrual issues"), alopecia ("hair loss") and hypersensitivity ("allergic reaction") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgical removal of coil (s) - laparoscopic removal c left side only) and laparoscopic bilateral tubal ligation with filshie clips and removal of the left essure device). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, pregnancy with contraceptive device, menstruation irregular, vaginal infection, rash, anaemia, vaginal discharge and weight increased outcome was unknown, the mood swings, depression, anxiety, migraine, dysmenorrhoea, dyspareunia and weight decreased had not resolved and the vaginal haemorrhage, heavy menstrual bleeding, fatigue, alopecia and hypersensitivity had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, heavy menstrual bleeding, hypersensitivity, menstruation irregular, migraine, mood swings, pregnancy with contraceptive device, rash, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 130 lbs. Tubal ligation done. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Lot number 151772 is not valid. Lot number: b97487, manufacturing date: 2013-11, expiration date: 2016-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received. Reporter information, medical history added. Date of insertion updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus / perforation (uterus)'), fallopian tube perforation ('perforation'), embedded device ('migration and perforation / migrate out of fallopian tube / left essure device protruding from the left cornua2018-') and pregnancy with contraceptive device ('pregnancy (termination)') in a 24-year-old female patient who had essure (batch no. 151772-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included ovarian cyst, multigravida (total number of pregnancies: 5), parity 2 (B)(6)2012,(B)(6)2014) and miscarriage of pregnancy. Concomitant products included ibuprofen and vortioxetine hydrobromide (trintellix). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient was found to have weight decreased ("weight loss"), 1 month 27 days after insertion of essure. In (B)(6)2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6)2014, the patient experienced mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6)2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), rash ("rashes or skin conditions type: rashes"), anaemia ("blood or heart disorder/condition type: anemia") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6)2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and menstruation irregular ("menstrual issues"). The patient was treated with surgery (surgical removal of coil (s) - laparoscopic removal c left side only) and laparoscopic bilateral tubal ligation with filshie clips and removal of the left essure device). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, pregnancy with contraceptive device, menstruation irregular, vaginal infection, rash, anaemia, vaginal discharge and weight increased outcome was unknown and the mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, weight decreased and fatigue had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, menorrhagia, menstruation irregular, migraine, mood swings, pregnancy with contraceptive device, rash, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 130 lbs. Tubal ligation done. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Lot number 151772 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. Concomitant medication and events ; infection (bladder/ urinary tract/vaginal) type: vaginal, rashes or skin conditions type: rashes, blood or heart disorder/condition type: anemia, vaginal discharge, weight gain were added. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus / perforation (uterus)'), fallopian tube perforation ('perforation') and embedded device ('migration and perforation / migrate out of fallopian tube / left essure device protruding from the left cornua2018-') in a 24-year-old female patient who had essure (batch no. 151772-not valid, b97487) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included ovarian cyst, multigravida (total number of pregnancies: 5), parity 2 (B)(6) 2012, (B)(6) 2014) and miscarriage of pregnancy. Concomitant products included ibuprofen and vortioxetine hydrobromide (trintellix). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient was found to have weight decreased ("weight loss"), 1 month 27 days after insertion of essure. In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6)2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), rash ("rashes or skin conditions type: rashes"), anaemia ("blood or heart disorder/condition type: anemia") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("menstrual issues"), alopecia ("hair loss") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (surgical removal of coil (s) - laparoscopic removal c left side only) and laparoscopic bilateral tubal ligation with filshie clips and removal of the left essure device). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, pregnancy with contraceptive device, menstruation irregular, vaginal infection, rash, anaemia, vaginal discharge and weight increased outcome was unknown, the mood swings, depression, anxiety, migraine, dysmenorrhoea, dyspareunia and weight decreased had not resolved and the vaginal haemorrhage, menorrhagia, fatigue, alopecia and hypersensitivity had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, menstruation irregular, migraine, mood swings, pregnancy with contraceptive device, rash, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 130 lbs. Tubal ligation done. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Lot number 151772 is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: lot number added. Events: hair loss, allergic reaction were added. Events outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterus / perforation (uterus)"), fallopian tube perforation ("perforation"), embedded device ("migration and perforation / migrate out of fallopian tube / left essure device protruding from the left cornua") and pregnancy with contraceptive device ("pregnancy (termination)") in a 24-year-old female patient who had essure (batch no. 151772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ovarian cyst. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"), 1 month 27 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and menstruation irregular ("menstrual issues"). The patient was treated with surgery (surgical removal of coil (s) - laparoscopic removal c left side only) and laparoscopic bilateral tubal ligation with filshie clips and removal of the left essure device). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, pregnancy with contraceptive device, menstruation irregular, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, weight decreased and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, menorrhagia, menstruation irregular, migraine, mood swings, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs and mr received- events-lot number added. "Mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pregnancy (termination), device ineffective, depression, mental anguish, migraines, headaches, migration of essure device location of device: uterus / perforation (uterus), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight loss, fatigue", reporter, medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("migration and perforation / migrate out of fallopian tube / left essure device protruding from the left cornua") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstruation irregular ("menstrual issues"). The patient was treated with surgery (laparoscopic bilateral tubal ligation with filshie clips and removal of the left essure device). At the time of the report, the fallopian tube perforation, device dislocation and menstruation irregular outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and menstruation irregular to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-mar-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus / perforation (uterus)'), fallopian tube perforation ('perforation'), embedded device ('migration and perforation / migrate out of fallopian tube / left essure device protruding from the left cornua') and pregnancy with contraceptive device ('pregnancy (termination)') in a 24-year-old female patient who had essure (batch no. 151772-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ovarian cyst. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"), 1 month 27 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In february 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and menstruation irregular ("menstrual issues"). The patient was treated with surgery (surgical removal of coil (s) - laparoscopic removal c left side only) and laparoscopic bilateral tubal ligation with filshie clips and removal of the left essure device). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, pregnancy with contraceptive device, menstruation irregular, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, weight decreased and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, menorrhagia, menstruation irregular, migraine, mood swings, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Lot number 151772 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterus / perforation (uterus)'), fallopian tube perforation ('perforation'), embedded device ('migration and perforation / migrate out of fallopian tube / left essure device protruding from the left cornua') and pregnancy with contraceptive device ('pregnancy (termination)') in a 24-year-old female patient who had essure (batch no. 151772-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included ovarian cyst, multigravida (total number of pregnancies: 5), parity 2 (B)(6) 2012,(B)(6) 2014) and miscarriage of pregnancy. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"), 1 month 27 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). In february 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and menstruation irregular ("menstrual issues"). The patient was treated with surgery (surgical removal of coil (s) - laparoscopic removal c left side only) and laparoscopic bilateral tubal ligation with filshie clips and removal of the left essure device). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, pregnancy with contraceptive device and menstruation irregular outcome was unknown and the mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, weight decreased and fatigue had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, menorrhagia, menstruation irregular, migraine, mood swings, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Lot number 151772 is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : outcome of the event depression, mental anguish,mood swings, abnormal bleeding(vaginal,menorrhagia), migraines/headaches, dysmenorrhea(cramping), dyspareunia, fatigue, weight loss was changed from unknown to not recovered/not resolved. Following event was added : plaintiff did not undergo essure confirmation test. Medical history added. Reporter information updated. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.